Manufacturer narrative:
Although the complaint device is not being returned for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage" or "shaft bending", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. Mitek is aware of and acknowledges this problematic issue. The phenomena is under study by the mitek qae group and whenever possible relative failure mode devices will be forwarded to the group to subsidize their study, also mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When and if the complaint device(s) is received here at depuy mitek, it will be subjected to a root cause failure analysis. If the analysis identifies any other definitive root cause a follow-up report will be filed. Outside of this, no further actions are warranted at this time. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
We received a notification from the mhra of a complaint submitted by the facility detailing an event. It appears that at some point in time (date undefined) 4 soft tissue fixation devices from 3 separate lots; 3131695 x1, 3142651 x2, 3150393 x1, were used in an arthroscopic shoulder repair of which 2 of the devices (not known which 2) had a portion of the distal tips of their inserters break off into the deployed anchors and remain therein. This is all of the information that has been made available to mitek at this time. See also associated mdrs 1221934-2008-00540, 1221934-2008-00542 and 1221934-2008-00543.